Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to five (5) years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device is not available for evaluation, as it remains implanted in the patient. Therefore, the reported event cannot be confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a male patient with a bioprosthetic mitral valve is being considered for a valve-in-valve procedure after an implant duration of approximately seven (7) years and four (4) months due to pannus on leaflets, reducing the area. No other information was provided.